Manufacturer narrative:
Multiple attempts have been made to obtain further case information regarding device troubleshooting/evaluation and repair; however, no response was received, and the malfunction could not be confirmed. No further information has been provided. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not holding touchscreen calibration. The touchscreen drifts or shifts downwards after five minutes of being calibrated. It is unknown if there was patient involvement at the time the issue was discovered; however, there was no report of patient or user harm. The remote service engineer (rse) recommended that the touchscreen be replaced for repair and sent a service quote to the customer for approval.